Event description:
The customer reported an uncontained leak of approximately twelve (12) ml of clear fluid coming from the secondary mode probe that was not retracting on the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the site. The fse found the leak was attributed to solenoid 17 (lv17) which is the solenoid to move the probe from the manual mode position to the home (primary) position. The fse replaced solenoid 17 (lv17) which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).